Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading 498 mg/dl. The customer stated that he also experienced sensor issues. He advised that he was tired and wished to troubleshoot at a later time, declining further assistance. Nothing further reported.